Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding an implantable neurostimulator (ins). Caller is wondering if pt can have lumbar and cervical MRI, pt had ins removed. Caller is not sure when or why the ins was removed. Caller does not know name of explant surgeon. Caller states the pt said the hcp was unable to remove the "leads due to scar tissue" so they are still implanted. Caller speculates pt may be referring to a lead and extension. No symptoms reported in this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider. The device was explanted on (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that patient was standing in her kitchen at the sink when it felt "someone hit her in the back in between her shoulder blades by her neck". It was a jolt and was so hard that her knees buckled. Patient was very scared and she went to lay down. Patient was just standing at the sink. No trauma/falls that could be related to this issue were reported. It was unknown any recent medical test or emi environmental exposure. Patient went to charge her ins charge because she was starting to feel real bad. Her controller would not let her check the ins. It was the second time this happened in a day in a half. Patient was seeing looking for a device and got stuck on that screen. Patient removed and reinserted controller battery. This resolve the reported issue. Patient was charging the controller battery. Patient went to check her ins battery and it was at 60 percent. Then with in about a hour and half she was not feeling like the ins was working because she felt weak and the pain level was increasing. When she checked the controller it was saying she needed to charge the ins immediately. At this point the controller battery was 100 percent charged. Patient started charging the ins and with in 25 mins the ins battery jumped to 30 percent charged. Then the controller stopped charging her implant once it got to 60 percent. She then needed to charge the controller and once she did not then she started charging the ins and finished charging to 100 percent. Patient was concerned because this never happened to her before. Patient called back regarding same is sue. Patient reiterated that she felt a "hard jolt" between her shoulder blades. She went to see healthcare professional (hcp) and was told that this could happen when the "unit is going out or not working". Patient described the pain as a "pushing pain" and it was "not as hard of a jolt" as when she called last week. Patient was standing at the dryer getting ready to take clothes out and put them into a basket when she felt it again. Patient may have to have the ins removed. Patient was having "so many problems in the same area" and she was going through physical therapy for her knee, she was having spasms so bad in her back that she had to seek chiropractic treatment and stop the physical therapy for her knee. After 6 weeks of chiropractic sessions, the pain was gone but then came back afterward. Patient would follow up with hcp. No further complications were reported.